Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 107 (night drain #7) alarm. This alarm indicates that the patient drained greater than or equal to (B)(6) of the maximum prescribed cycle fill volume. There were no symptoms or words describing an increased intra-peritoneal volume event and the patient completed his therapy. The care giver has set up device ready for use later today. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.